Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid left anterior descending artery with mild tortuosity, a 3.0x12 nc trek rx dilatation catheter was advanced without resistance and attempted to be inflated; however, the balloon failed to inflate at 20 atmospheres. The 3.0x12 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a new nc trek was used to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation difficulty was not confirmed. The balloon was returned with a strand of the balloon peeling which may be the result of procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all dilatation catheters are visually inspected for balloon shredding. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.